Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received multiple unexpected restart alert. The customer¿s blood glucose level at the time of incident was unknown. The customer reported that the insulin pump had battery issue. Troubleshooting could not be done as the customer did not have new battery. The insulin pump will return for analysis.